Manufacturer narrative:
The field service engineer replaced the pinch tubing and cleaned the wash system aspiration line. He replaced the reagent pipettor seals, cleaned the reagent pipettor fluidic pathway, and removed and cleaned the reagent probe. He replaced the measuring cells for both channels. Performance testing passed within specification. A blank cell calibration and precision testing were performed. The customer ran calibrations and quality controls. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable low hcg+beta elecsys results from the cobas 6000 e601 analyzer. On (B)(6) 2021, the patient had a sample drawn and the result was 121.3 miu/ml. The result was reported outside of the laboratory and questioned by the doctor. On (B)(6) 2021, a new sample drawn and the result was >10000 miu/ml with a data flag, 18807 miu/ml, >10000 miu/ml with a data flag, 18376 miu/ml, >10000 miu/ml with a data flag, 17836 miu/ml, >10000 miu/ml with a data flag, and 15555 miu/ml. On (B)(6) 2021, a new sample was drawn and the result was 48.93 miu/ml. The repeat results were >10000 miu/ml with a data flag, 15978 miu/ml, >10000 miu/ml with a data flag, 18197 miu/ml, >10000 miu/ml with a data flag, and 19513 miu/ml. All three samples were then retested and the results were all > 10000 miu/ml with a data flag. The repeat results were believed to be correct. The reagent lot number was 51653905 with an expiration date of 30-apr-2022.